Event description:
Initial reporter indicated that the pt had their generator implanted deeper into the thorax and the lead repositioned related to "mechanical problems" all diagnostics within normal limits. No electrical (stimulation) problems. Per the treating physician, the surgery was performed for pt discomfort, not to prevent impairment. The pt had complaints about the superficially located generator and electrode, no migrations.